Event description:
Staff in a family practice clinic have had several near miss events and concerns with how flexible/flimsy the needles are. They bend so easily and are so unsturdy that the team has decided to stop using them with patients, especially pediatric vaccines due to the fear of harming someone. / upc: 00382903059164 (becton dickinson consumer products).